Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected on with 5-7 syringes of juvéderm volux¿ xc into the patient's jawline. Two weeks after the injection, patient experienced large red sore nodules on their jawline. The patient has been provided hot compress and massages. Patient received hylenex. A week after, they received another round of hylenex. 3 days later, they received a third round of hylenex. The symptoms are ongoing.